Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside. She was able to manually remove the remaining tampon pieces. She went to the doctor the next day to ensure no pieces were left behind. Doctor did an internal exam where nothing was found and no treatment was needed.